Manufacturer narrative:
Updated fields: b4, b5, b6 , b7 ,d8, d9, g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The machine reported an error that the automatic inflation failed, and the standby machine was replaced. The on-site fault detection determined that the negative pressure value was lower than the use requirement, and the compressor maintenance kit needed to be replaced. The customer was quoted the parts, and the customer refused the quotation, so no repair was done for the time being. It was delivered to the customer and cannot be used clinically.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failed when the machine was on standyby. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failed when the machine was on standyby. There was no personal injury reported.